Manufacturer narrative:
(B)(4). The device was not available for evaluation and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated alarm during initial drain on a homechoice (hc) machine, it was reported that the transfer set kept twisting to the point where it was ready to disconnect when the registered nurse (rn) tried to open the transfer set. During follow up, it was reported that a peritoneal dialysis registered nurse (rn) went to the nursing home to assess the situation. The pdrn found that there were no defects with the transfer set and that there were no disconnections. The pdrn flushed the patient's catheter and the patient was able to drain successfully. During another follow up with the nursing home, it was reported that the patient has not had any further issues with the transfer set. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.